Event description:
Event description cpi received information that during the attempted implant of this implantable pulse generator (ipg), the device exhibited no output. The leads were tested and functioned appropriately. The physician elected not to implant the ipg. A different ipg was implanted successfully with the leads.